Manufacturer narrative:
B7: added medical history. C1: added serial# and UDI#. D4: added serial#, expiration date, UDI#. H4: added device manufacture date. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2012: (B)(6), md. Indications: ¿the patient is a 51-year-old male who previously had cholecystectomy and subsequently developed a bulge near the umbilicus that was reducible. It was symptomatic. He desires repair.¿ implant procedure: laparoscopic incisional herniorrhaphy with mesh prosthesis. Implant: gore® dualmesh® plus biomaterial [1dlmcp04/9483485, 15cm x 19cm]. Implant date: on (B)(6) 2012 (hospitalization dates unknown). On (B)(6) 2012: (B)(6), md. Operative report. Assistant: flood. Preoperative and postoperative diagnosis: incisional hernia. Anesthesia: general. Estimated blood loss: less than 20 ml. Complications: none. Specimens: none. Findings: approximately 5 x 7 cm incisional hernia around the umbilicus. Procedure: ¿after informed consent was obtained, the patient was taken to the operating room, laid in supine position and placed under general endotracheal anesthesia. Abdomen was prepped and draped in usual sterile fashion. Skin was infiltrated with 0.5% marcaine. A 5 mm optical trocar was inserted in the l eft upper quadrant under laparoscopic vision. After insertion, the abdomen was insufflated with carbon dioxide to 15 mmhg. A 12 mm port was then placed in left lower quadrant followed by a 5 mm port in the right mid abdomen. The hernia was identified. There was omentum and bowel loops contained within it. These were reduced without difficulty. The hernia defect was then measured and a piece of 15 x 19 gore-tex dualmesh was obtained. Four transfacial sutures were placed, then rolled and inserted in the abdomen. The transfacial sutures were placed using gore suture passer through individual stab incisions. Once it was appropriately positioned with at least 4 cm of overlap on all sides, the fascial sutures were tied. The mesh was then secured around its periphery using laparoscopic tacks. The carbon dioxide was then evacuated from the abdomen after placing a fascial suture in the 12 mm port site. The ports were removed and fascial sutures tied. The wounds were cleaned. The skin was closed using 4-0 vicryl in subcuticular fashion. Steri-strips and sterile dressings were then applied. The patient was awakened and taken to recovery room in stable condition. All sponge, needle and instrument counts were correct at the end of the procedure.¿ on (B)(6) 2012: (B)(6) center. Implant sticker. ¿mesh dual plus 15 x 19¿. Type: implant. Size 15 x 19. Qty: 1. Expiration: 07/2014. Lot#: 9483485. Model #: 1dlmcp04. Site: incisional hernia. Mfg: gore. Explant preoperative complaints: on (B)(6) 2015:(B)(6), md. Indications: ¿mr. (B)(6) presented to the emergency department with increasing abdominal pain; this has been going on for 2 weeks. CT shows some abnormality at, or near his previously placed mesh for ventral hernia repair. White blood cell count 17,000. His abdomen is quite tender with positive rovsing sign. I have recommended that we proceed with exploration tonight. Risks, benefits, and options to that were discussed with him at length including the possibility of bleeding, infection, finding nothing wrong, high likelihood of conversion to an open procedure, bowel resection, mesh removal, among other things. He understands and wishes to proceed.¿ explant procedure: diagnostic laparoscopic exploration with conversion to open exploratory laparotomy with explantation of infected gore-tex mesh, takedown of small bowel fistula, small bowel resection with side-to-side functional end-to-end stapled anastomosis, primary ventral incisional hernia repair. Explant date: on (B)(6) 2015 (hospitalization dates unknown) on (B)(6) 2015: (B)(6), md. Operative report. Assistant: (B)(6), rnfa. Preoperative diagnosis: perforated viscus. Postoperative diagnosis: small bowel fistula to infected inter abdominal mesh. Anesthesia: general. Estimated blood loss: 100 ml. Drains: none. Complications: none. Specimens: 2, small bowel and mesh (gross). Procedure: ¿mr. (B)(6) is taken to the operating room, placed supine upon the operative table, at which time general anesthesia is induced. The patient's abdomen is prepped and draped in the usual sterile fashion. In the left upper quadrant, a 5 mm laparoscopic optical port is placed and the abdomen entered under direct vision. It is insufflated to a pressure of 15. Left mid and left lower 5 mm port are placed. I began trying to dissect down the area where the bowel was adherent to the gore-tex mesh to the right lateral aspect of the umbilicus. I found a great deal of pus and bilious succus-looking fluid. I converted to an open procedure, using the laparoscopy to show me where to get in above the mesh where the bowel was adherent. I opened the midline fascia and divided the mesh. I then began the arduous procedure of removing all of the corkscrew-shaped hernia constructs. I mobilized all of these on each side and then took down after having mobilized the bowel from this. I was then able to identify what looks to be a fistulous communication. It may simply represent an interloop abscess, but this was in quite a gordian knot. I chose to resect this area. I divided the bowel proximal and distal with gia staplers and then restored continuity using a side-to-side functional, end-to-end stapling technique. The resulting enterotomy is closed with a ta 60 stapler. This yielded an airtight and watertight closure to pressure testing. The resulting mesenteric defect was closed using interrupted 3-0 vicryl sutures. The original mesentery had been taken down from the resected bowel using the harmonic scalpel. The operative field was copiously irrigated with warm normal saline. I explanted the mesh from each side. The abdomen was then copiously irrigated with warm normal saline. I ran the small bowel proximally and distally, finding no other injuries or problems. The abdomen was again copiously irrigated and the fascia closed using double-stranded #1 pds suture in a running fashion. The subcutaneous tissue was irrigated and packed open with betadine-soaked kerlix. Sterile dressing applied. The original laparoscopy port incision was closed with clips. The patient awakened from anesthesia and taken to recovery room in stable condition.¿ on (B)(6) 2015: (B)(6), md. Pathology. Diagnosis: 1. Small bowel, resection: moderate-marked acute peritonitis with focal acutely inflamed fibrovascular adhesions and focal moderate inflammation of subserosal tissue displaying moderate infiltration of eosinophils; focal superficial mucosal necrosis indicating mild ischemic changes of small intestine. Negative for malignancy. 2. Mesh, removal: mesh grossly identified (gross only). Gross description: ¿received in formalin labeled with the patient's name and medical record number in 2 parts. Part 1 is designated ¿small bowel¿ and consists of a portion of small bowel which measure 33 cm in length and 3.5 cm in diameter. The serosa is pink-tan and dusky and the bowel appears to be adhered on itself. Both bowel ends are stapled. Mucosa is tan-brown with areas of hyperemia measuring up to 4cm. The bowel wall measures 2.0 mm in thickness. Areas on the serosal edge gray-tan and dusky. No masses or lesions focally identified. A portion of the mucosa is tan-yellow and representative sections are submitted as follows: 1a. Bowel end, 1b. Hyperemic area, 1c. Normal appearing bowel mucosa. 2. Part 2 is designated "mesh from abdomen" and consists of tan-yellow fibrous material with staples which measures 13 x 12 x 0.5 cm. There is minimal amount of attached sort tissues measuring less than 0.2 cm. The specimen is for gross examination only. No blocks are submitted for this case. Microscopic description: microscopic examination is performed. Procedure: dle exploratory laparotomy; explant mesh; sbr with anastomosis. Clinical history: small bowel fistula specimen list: 1. Small bowel 2. Mesh.¿ relevant medical information: on (B)(6) 2015: (B)(6), md. Operative report. Preoperative diagnosis: nonhealing abdominal wound. Postoperative diagnosis: nonhealing abdominal wound secondary to a retained foreign body of a non-dissolved suture. Procedure: excision and debridement, irrigation, and closure over drain of nonhealing abdominal wound. Anesthesia: local. Complications: none. Drains: none. Procedure: ¿mr. (B)(6) is taken to the operating room, placed supine upon the operative table, at which time he is sedated. The area surrounding the chronic wound is prepped and draped and anesthetized in the usual sterile fashion. The midline wound is opened for a di stance of approximately 4 cm running superiorly from the sinus tract. I found a 2 cm cavity just above the fasci a that had chronic tissue in it. I found two large knots of undissolved pds suture in this. These are removed. The area was copiously irrigated with pulsavac irrigator and then the fascia imbricated to make sure that it was closed using interrupted 0 pds suture with very minimal knot. The area was copiously irrigated again, and then a drain placed in a serpentine manner through several layers of the subcutaneous tissue that was closed and then the skin closed with clips. The drains sutured in place. Sterile dressing applied with bactroban. The patient was allowed to recover from his sedative and taken to recovery room in stable condition.¿ on (B)(6) 2019: (B)(6), md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: incarcerated recurrent incisional hernia. Procedure: open, incarcerated, recurrent primary incisional hernia repair. Anesthesia: general. Estimated blood loss: 150 ml. Complications: none. Drains: none. Procedure: ¿the patient is taken to the operating room and placed supine on the operating table, at which time general anesthesia is induced. The patient's abdomen was prepped and draped in usual sterile fashion. The abdomen was entered through the previous midline scar. This was taken down and began to delineate the herniated contents and the edges of the hernia defect. This proved to be much larger than appreciated on physical exam preoperatively. There were actually 3 defects, each about the size of my fist, extending up the abdominal wall from just below the umbilicus to well above it. I slowly and carefully dissected these free, entered the hernia sac and mobilized the herniated incarcerated contents. R was able to delineate the fascial edges. This proceeded with slow, careful dissection. I then began to close his fascial defect having delineated this circumferentially and freshened the edges. I closed this using an interrupted #1 prolene suture in a smead-jones fashion, started at the superior aspect and worked inferiorly and then worked from the inferior aspect back up to the midline. The defects required 2 fish to reduce the intra-abdominal contents while closing. I was then able to slowly and carefully tighten these. There did not seem to be undue tension on the abdominal wall. There was no change in his peak airway pressures on the ventilator and he maintained easy ventilation through the case. The sutures were then tightened and closed without any change in the airway pressures. Care was taken to make sure there were no intra-abdominal contents within the suture line. The fish had been removed at the time of closure. The subcutaneous tissue was copiously irrigated with warm normal saline. A 15-french blake drain was placed in this large liter-sized cavity. The subcutaneous tissue was closed using a running 3-0 vicryl. The skin closed with clips. The drain sutured in place that had been brought out through a right lateral stab incision with 2-0 nylon. The patient tolerated the procedure well. He was awakened from anesthesia and taken to the recovery room in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect f1903: device explantation. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated method code 1 and results code 1. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."   The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: removal of infected mesh, small bowel fistula, small bowel resection, abdominal pain, bowel was adherent to previous gore mesh, large amount of pus and succus- leaking fluid, perforated viscous, non-healing open wound . Additional event specific information was not provided.